Event description:
The 10/8mm amplatzer duct occluder (ado) would not advance through the 6f amplatzer torqvue 180 delivery system (dtv180). The ado was removed and replaced with a 10/8mm lifetech cera device which was successfully advanced. The user commented that the aortic side of the ado was slightly bigger than the 10/8mm lifetech cera device and questioned if the ado in the 9-pda-006 packaging was correct. The procedure was extended approximately 20-30 minutes due to this event. The patient was stable throughout the procedure and is reported to be stable.

Manufacturer narrative:
The reported event of an inability to advance the occluder through the delivery system could not be confirmed. The nitinol braiding at the proximal end of the occluder was bunched, which contributed to difficulty loading the occluder into the delivery sheath. As this damage is consistent with a forceful attempt to advance the occluder, and potentially contributed to the advancement difficulty, it is not possible to determine the extent of this difficulty or the bunching of the nitinol wires prior to use in the field. Additionally, despite this damage, the occluder was able to be successfully deployed through a stock 6f delivery system, meeting functional specifications. The occluder met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined.